Event description:
Caller reported that the cartridge was not fitting properly on the pump, and attempts to reload the cartridge were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove the o-ring and clean the pneumatic tap area, and subsequently assisted with filling a new cartridge. Despite these efforts, the cartridge could not be successfully loaded, resulting in the decision to replace the pump. Technical support confirmed the customer's understanding of storage mode instructions and the process for returning the pump.